Event description:
A customer contacted beckman coulter inc (bci) regarding erroneously high troponin (accu tni) results that were generated by the unicel dxc 600i synchron access clinical sys for two different pt samples. Pt a and b samples were tested for accu tni and results of 5.42 ng/ml an d3.04 ng/ml were obtained respectively. The result for pt a was reported out of the lab. The original samples of both pts were retested and two results of 0.02ng/ml were obtained. The repeated result of 0.02ng/ml were reported out of the lab for pt b and a corrected report has been submitted for pt a. No death, injury, or change to treatment was reported as a result of this event.

Manufacturer narrative:
Qc was within specs prior to the event. After the event, customer replaced aspirate probes and then ran a system check which failed. A field svc engineer (fse) was dispatched to the customer's lab: the fse checked aspirate probes and tubing, and discovered that probe # 4 was not aspirating properly. The fse replaced the peri tubing. The fse found a bent clip on an incubator belt and verified belt performance. The fse verified repair per established procedures and results met published performance specs. In a f/u with the customer in 2007, they stated that the problem was a pin hole in the peri tubing attached to probe # 4 (an aspirate probe). The instrument is currently running within specs and there have been no reports of erroneous results since the fse completed repairs. Hardware issue, addressed by the fse, may have contributed to this event. A malfunction will be assumed for the purpose of this report.